Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges experiencing elevated blood glucose levels due to e4 (occlusion error message) requiring hospitalization for the high blood glucose level and ketoacidosis; treatment received was not provided. Device cannot be returned due to custom and legal issues in russia; replacement was provided.